Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the tip of the driver has a crack in an "u" shape from the corner of one retaining tab to the other. It was unable to test the torque release mechanism due to the break. This type of fracture is consistent with a bending moment while the driver is under torsion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: lumbar fusion it was reported that the patient underwent lumbar fusion procedure. Intra-op, the instrument broke. The product came in contact with the patient but no fragment of the broken product remained inside the patient. No patient complications were reported.